Manufacturer narrative:
1/28/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the clips did not advance or load properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.